Manufacturer narrative:
B3; date of event is estimated. The unit was returned for a "system hot" issue, confirmed through inspection and data log (temperature error). The root cause was a burnt motherboard with visible damage to component j13, likely due to an over current low voltage event. Further findings included damaged power input, battery board pins. The housing was also cosmetic damage.

Event description:
It was reported that the patient's device was not producing oxygen and a system hot message was seen. As a result, the patient started experiencing shortness of breath and their oxygen levels had dropped. The patient was sent to the hospitalized and was admitted for four days. The patient has since received their replacement device and is doing fine.